Manufacturer narrative:
A product investigation is in progress.

Event description:
Had to fish pieces of it out of my vagina [foreign body in reproductive tract] tampon disintegrated [device breakage]. Case description: consumer reported via email that the tampon disintegrated and led her to manually remove pieces from her vagina. No serious injury was reported.

Event description:
Had to fish pieces of it out of my vagina [foreign body in reproductive tract] tampon disintegrated [device breakage] case narrative: consumer reported via email that the tampon disintegrated and led her to manually remove pieces from her vagina. No serious injury was reported.

Manufacturer narrative:
No manufacturing cause identified based on investigation.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on march 11, 2022. An investigation is in progress for returned product received on march 15, 2022.

Event description:
Had to fish pieces of it out of my vagina [foreign body in reproductive tract]. Tampon disintegrated [device breakage]. Case description: consumer reported via email that the tampon disintegrated and led her to manually remove pieces from her vagina. No serious injury was reported.